Event description:
It was reported by the aci clinical specialist that a patient underwent a catheterization procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Following the procedure, the nurse who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure at the arteriotomy (second stop). The device was removed and a device from another manufacturer (starclose) was used successfully. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon approximately 5mm from the balloon proximal tip. The review of the lhr (lot f1307403) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.